Event description:
It was reported that the customer was hospitalized due to high blood glucose of 29.1 mmol/l. It was stated that the last infusion set was changed the day of the event. Troubleshooting was performed. The customer changes the infusion set every three days. The programming and the daily totals were correct. Ran a fixed prime test and the insulin did exit. Advised the caller to call back when the tubing clamp arrives to continue testing. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.